Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm on the infusion set about one hour after changing supplies, with no visible leaks and a small amount of blood noted at the cannula; insulin delivery was resumed after replacing the infusion set and related supplies. Symptoms included none, as blood glucose was in range and no hypoglycemia or hyperglycemia occurred. Outcomes included no medical intervention, no backup therapy, and no ketone actions. Investigation included troubleshooting and education with inspection for leaks and site issues, and functional restoration via supply change. Investigation of this case revealed that the alarm resolved only after the infusion set and supplies were replaced, consistent with an infusion set occlusion. It was concluded that an insulin delivery occlusion occurred at the infusion set level and was resolved by replacing supplies.